Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The lesion was pre-dilated with a 2.0x12 mm unspecified balloon. Then a 3.00x38mm xience xpedition stent was deployed at 10 atmospheres without issue. Post dilatation was performed with a 3.0x12 mm nc balloon. Afterwards, an edge dissection was noted at the distal end of the stent and was treated successfully with a 3.0x23 mm unspecified stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.